Event description:
During a lap sigma procedure, the device did not function after a few minutes. Took new instrument to complete the case. Pt is fine. No pt consequence. No further info is available.